Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report will not be returned as the device was not explanted. The reporter of the complaint was asked to indicate the product serial number. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Band slippage, reflux, and hernia are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and reflux as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of hernia as follows: "a large hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case-by-case basis depending on the severity of the hernia." "There were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias."

Event description:
Doctor reported events of "hernia, gerd and slippage of band". Doctor performed revisional surgery with concurrent hiatal hernia repair.